Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and reported failure was confirmed. The instrument was found to have broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega suturecut needle driver had a damaged cable. The procedure was completed with no reported injury.